Event description:
It was reported that this right ventricular lead exhibited low out of range pacing impedance measurements. Troubleshooting options were discussed. This lead remains in service. No further adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).